Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were hospitalized due to site issue for month with unknown blood glucose. The customer treated with steroids and lotions. The sensor will not be returned for analysis.